Event description:
.

Manufacturer narrative:
This unit or the disposable set involved was not returned for eval. The biomedical engineer, at the hosp was unable to find the problem with the unit, but he believed that someone, in the operating room, might have mixed lactated ringers or hextend (calcium contained solution) into the large reservoir forming the clot. The staff replaced the unit including the disposable set and continued the case without incident. There are no problems with both the unit or the disposable set.